Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of resistance between system components was unable to be confirmed unable to be confirmed due to unavailability of the returned device and/or applicable imagery. Available information suggests that patient factors (tortuosity, undersized vessel) likely contributed to the event. According to the event description, the patient has a narrow access vessel and an angulated site. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The complaint of liner punctured was unable to be confirmed based due to unavailability of the returned device and/or applicable imagery. Available information suggests patient factors ( such as tortuosity and undersized vessels) and procedural factors (like excessive manipulation) likely contributed to the event. According to the event description, the patient has a narrow access vessel and an angulated site. It is possible that additional device manipulation to overcome the resistance may have been applied during the procedure, resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04488.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of a 20mm sapien 3 ultra valve implant, in the aortic position by right transfemoral approach. The patient presented a narrow (5.5mm min.) But not calcified access vessel. During the procedure, the 1st esheath+ was inserted without difficulties. However, the valve on commander delivery system got stuck when advancing through the esheath. When trying to advance it further, the esheath+ opened and the valve could be seen outside of the outer layer. The assembly of the commander delivery system, valve and esheath+ were removed from patient. Then, it was decided to dilate the vessel blocking site using a 7mm balloon. A second commander and a second valve were inserted into the patient, at this time the system also blocked in an angulated site. It was decided to abort the case and to reprogram the patient for an upper approach. An effusion was noticed in the femoral access and a covered stent was implanted to stop the effusion. The vascular injury could not be directly related to any of the two sets of devices used since the same issue occurred at different locations for both kits. The patient was stable and fine.